Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was returned, and the investigation confirmed for improper packaging lid peel and delamination. A definite root cause for the reported event could not be determined. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the MRI chrono port products that are cleared in the us. The pro code for the MRI chrono port products has been identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420ce implantable port allegedly experienced difficult to remove, improper packaging and delamination. This information was received from one source. This malfunction does not involve patient.